Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr ran the transducer calibration and the blender adjustment and was not able to get the blender into specification. The fsr replaced the blender and the unit meets manufacturer's specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the unit was alarming "o2 inlet error" while in use on a patient. The unit was changed out and there was no patient harm associated with the reported issue.